Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gi bleeding could not be determined. During the admission, the patient also reported seeing elevations in pump power and pi to double digit values. Review of the submitted log file confirmed several transient elevations in pump power up to 11.9w, with corresponding elevations to the estimated flow calculation. No elevations in average pi to double digit values were captured. The log file did not show any atypical alarms and appeared to show the pump operating as intended. The cause of the power elevations could not be conclusively determined. The patient remained ongoing. The hmii IFU states that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had melanotic diarrhea with severe anemia which started one week prior to admission. Hemoglobbin on admission was 5.2 g/dl. An esophagogastroduodenoscopy (egd) was done on (B)(6) 2018 which showed multiple inflammatory polyps with superficial ulcerations and active oozing. The patient was treated with hot snare, clips, argon plasma coagulation and blood transfusion. The event reportedly resolved on (B)(6) 2018. Log file analysis showed intermittent elevations in power and flow between (B)(6) 2018 and (B)(6) 2018, but the events were unsustained. The events appeared physiological and not equipment related. No further information was provided.